Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Analysis indicated that the distal lv (low voltage) electrode of the lead was covered in blood and that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was attempted but not used due to positioning difficulty. It was noted that "the screw came out after 40 turns." The lead was replaced. No patient complications have been reported as a result of this event.